Event description:
The pt's father claimed that the pump was changing the time by itself by 12 hours or more over the last 1.5 days. He also noticed that the bolus history was incorrect likely due to the incorrect time setting. The pt's blood glucose reportedly has been higher than usual for an unspecified time period: specific blood glucose results were not provided. There were no reports of the pt requiring medical intervention. The pump was replaced. The pt's doctor was already notified of the alleged issue and was advised to continue to use the pump until the replacement pump arrives. The pump did not cause or contribute to an adverse event; however, this complaint is being reported due to the incorrect time setting.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.